Event description:
Ous MDR - after an implant period of approximately 53 months, many episodes of vt and vf with oversensing with inappropriate therapies were detected at a follow-up. This lead was capped and replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed synchronous artifacts on the farfield as well as on the right ventricular channel leading to oversensing with vf detection. The episodes list contained multiple shock deliveries in (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.